Event description:
It was reported that removal difficulty was encountered. Angioplasty was being performed. The target lesion was located in the non-calcified left iliac vein. A 12.0 x 60, 135cm mustang balloon catheter was advanced and inflated at 8 atmospheres for 1 minute. However, the vacuum was held and during removal of the device, a resistance was encountered, and the balloon does not pass through the introducer system; therefore, the balloon was removed completely intact from the patient in fully deflated state with the entire introducer system. It was then observed that the wings of the balloon were bent. A second angioplasty was then being performed at the same site using another of the same device, and the procedure was completed successfully. No patient complications were reported.